Event description:
It was reported that there was a separation between the dark blue connector (female connector) and the light blue main body of a minicap extended life pd transfer set. This occurred after treatment of peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no patient injury; however, the patient was given prophylactic antibiotics as a precautionary measure. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.